Event description:
The account alleged the brake/steer pedal is soft.

Manufacturer narrative:
The technician found the connecting rod was broken which allowed the brake to lock but only on the head end of the stretcher. The technician used a brake/steer upgrade kit to repair the stretcher.